Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test or occlusion test due to physical damage. Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test and force sensor test. Unit received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 400mg/dl and customer also reported that customer¿s blood glucose was 150mg/dl at time of incident and blood glucose was treated with manual injection. After that blood glucose goes down to 50mg/dl and treated with 8grams of glucose tablets and it went to 104mg/dl. Customer¿s mother declined to troubleshoot. Customer also states that reservoir falls out from the reservoir compartment. Customer advised to change infusion set. Insulin pump will not be return for analysis.